Event description:
It was reported that during an attempted implant, lead placement was attempted several times, however the lead was unable to be placed. It was noted that appropriate measurements were unable to be obtained. The lead was attempted to be placed once again, however it was noted that the fixation helix was unable to be turned. The lead was removed from the patient and it was noted outside the body that the helix of the lead turned without operator input. A new lead was implanted accordingly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. The analyst noted the distal conductor fractured prevents helix extension/retraction.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).